Event description:
The customer reported the video of the 4k autoclavable camera head blacked out. The issue was found when preparing the scope for use in a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no video due to a faulty cable. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect, "no image" occurred due to communication failure caused by a faulty cable. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. When attaching and detaching the sterile camera drape or wiping the camera cable, be careful not to apply excessive force to the camera cable. The camera cable could be damaged". Olympus will continue to monitor field performance for this device.